Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported less suction capacity during a cataract procedure. Despite the vacuum mode, the surgeon had to be near in the periphery with the phaco tip to aspirate and adhere the lens material. The procedure was completed. No patient harm was reported. Additional information has been requested but not received. This is one of four reports being filed for the same facility.

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The system met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).